Manufacturer narrative:
The device subject of the event was not returned for evaluation. Without the returned device, a root cause cannot be determined. The lot history record for the device subject of the event was reviewed and confirmed the lot was manufactured to specifications; no abnormalities were noted. There have been no similar complaints for this lot. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their endogator irrigation tubing was leaking water at the connection to the co2 pump onto the floor. User facility personnel changed the tubing resulting in a short procedure delay. No report of injury.

Manufacturer narrative:
Investigation of the reported event is in progress; a follow-up report will be submitted when additional information becomes available.